Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the pco2 value on the shunt sensor started to rise and the message "arterial pco2 error" was displayed, then resulted in the indication of "--". The product was changed out. There was 10cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).